Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, bubbled dso seal, and a scratched lcd lens. There was no evidence to review in the device's event history log. Functional testing was conducted. Upon review, the reported problem was duplicated. It was determined that the faulty dso sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a downstream occlusion while in use. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.